Event description:
It was reported by the (B)(6) clinical specialist that a patient underwent a catheterization procedure on (B)(6) 2013. Access was obtained in the cfa via a 5f sheath (unknown model). A pre-procedure femoral angiogram showed presence of calcium in the vicinity of the cfa. Contrast was used. Following the procedure, the fellow who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the fellow withdrew the sheath from the tissue tract and at that time the fellow was pulling the balloon back and the balloon pulled through the sheath, the balloon had ruptured. The device was removed and access was lost. The patient was converted to manual compression for 10 minutes at which time hemostasis was achieved. The physician went to evaluate the patient and found that the patient had no pedal pulse. The patient was noted to be asymptomatic. When the device was outside of the patient it was noticed by the sales professional and doctor that it appeared that the balloon had separated into two pieces and one of the pieces was missing. The location of the missing balloon piece was noted to be unknown. On (B)(6) 2013, the (B)(6) clinical specialist reported that the patient's pedal pulse came back on (B)(6) 2013 after the overnight heparin drip. The patient developed a hematoma (less than 6cm) "due to the heparin". The hematoma was resolved with less than 30 minutes of manual compression. The patient was reported to be "ok".

Manufacturer narrative:
Visual inspection of the returned device confirmed that the balloon was torn. Examination at high magnification showed a radial tear in the balloon, approximately 4mm from the balloon proximal tip. The balloon loss of pressure was caused by the radial tear. Both ends of the balloon were still attached to the device (no missing pieces). The introducer sheath was not returned for investigation. However, it was reported to (B)(6) that the balloon was pulled through the sheath and that the balloon had ruptured. Damage (sharp edge / deformation) to the distal tip of the introducer sheath could have caused a puncture of the balloon, resulting in a loss of pressure. Based on the information provided, the investigation performed and without return of a sheath, the root cause of the tear could not be conclusively determined. The review of the lhr (lot f1330404) indicated that the device lot met all established performance criteria prior to shipment.